Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the end of service error message was observed for the patient's ipg. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced, which resolved the issue.